Manufacturer narrative:
H10: d4 and h4.

Event description:
It was reported that, during a thr surgery, a polarcup trial insert slotted 28/51 cracked after being used. This happened after use in patient. Surgery had been completed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, a polarcup trial insert slotted 28/51 cracked after being used. This happened after use in patient. Surgery had been completed, without any delay, with the same device. Patient was not harmed as consequence of this problem. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. The complaint part was found cracked. A review of the complaint history revealed no other complaint for the batch in question. A review of the batch record showed no deviations from the standard manufacturing process. There are no hints that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemend necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.